Event description:
(3/5, reference (B)(4) for related complaints) per medwatch mw5108718 (documenting cassette 3): I was reported a spontaneous call from patient with a cassette error, pump is working fine per patient. Cassette error (no disposable pump wont run). Patient is advise to change cassette and do a new mix, cassette lot number not available. Patient involvement. No injury was reported. Cassette no physical damage. Cassette available for return. Infusion life-sustaining. Event resolved. This incident has happened in 3 times within 6 months. This patient has reported a pump malfunction within 6 months (offer nursing evaluation) declined follow up from nursing. Patient unable to provide event dates. Customer response received via email by smiths medical/ICU on 23/may/22 and attached and updated cvs confirmed with the patient that they have 2 defective cassettes only available for return. Our pharmacy team is facilitating the return, tracking info not available.